Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a site/set/cart issue. It was reported that the lubrication was missing from multiple cartridges. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue is not always obvious and detectable prior to use ad can result in under-delivery of insulin.